Event description:
Event description cpi received information that this implantable pulse generator (ipg) has not met physician expectations with respect to longevity. The device remains implanted at this time and the patient is being followed.